Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was dilaudid at 6 mg/day with an unknown concentration. The reason for use was not reported. It was reported that there was a possible catheter kink or fracture. The rep attended a catheter dye study after the nurse practitioner (np) had a residual discrepancy during the most recent refill. The physician was unable to pull back any fluid at the catheter access port (cap). Several attempts were made. Per the np, the patient had lost over 80 pounds since the implant. The issue was not resolved at the time of the report. The patient status was ¿alive ¿ no injury.¿ the catheter is implanted and remains in service. Surgical intervention did not occur, and it was unknown if it was planned. The patient¿s weight was unknown. Medical history was reported to be chronic pain and copd. There were no further complications reported/anticipated.